Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call battery issue and low blood glucose. The customer's blood glucose was 47mg/dl at the time of call. Trouble shooting was performed and found the battery cap is stripped. Advised sending replacement battery cap. Customer declined trouble shooting for low blood glucose. The insulin pump will not be returned for analysis.